Event description:
The customer reported the footswitch was not working in the irrigation mode. The surgeon was able to use the footswitch for everything except irrigation on and irrigation off. The staff manually turned irrigation on and off via the touchscreen. There was no impact to the pt, no delay and no cancellations. No pt injury was reported.

Manufacturer narrative:
The customer ordered a new footswitch. The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).